Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped from over 600 mg/dl to 58 mg/dl very quickly after bolusing. The customer suspended insulin delivery during low blood glucose level episodes. Customer's current blood glucose level was 84 mg/dl. The customer was feeling lethargic. The device was not returned.